Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 476 mg/dl. Troubleshooting could not be done because the insulin pump was not present at the time of the call. It was not confirmed if the customer had been treated with a manual injection or not. The customer was later able to change the infusion set and resume insulin pump therapy. Advised to call back when the alarm occurred in order to troubleshoot. The customer declined troubleshooting for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.